Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right lower lobectomy, at the time of firing, the firing did not advance even the firing button was pressed. The procedure was completed with another device. There was no patient injury.